Event description:
Related manufacturer reference numbers: (B)(4). It was reported that the pacemaker and the right atrial lead exhibited high out-of-range impedance and high capture threshold through remote monitoring. No resolution was performed. Patient condition was stable.